Event description:
While attempting to convert the heart rhythm of a pt the paddles did not allow the defibrillator to discharge. Three unsuccessful attempts were made. The pt was in a ventricular tachycardia heart rhythm, was administered unspecified medications and converted on their own. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.